Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on 01/13/2014. A follow up computed tomography showed the patient has a potential type 3a or type 3b endoleak. The physician is planning on relining the initial devices. The secondary procedure has been schedule but not completed at this time.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 1a endoleak. The clinical evaluation was not able to confirm the reported stent migration, the type 3a endoleak or the type 3b endoleak. Additionally there was evidence to reasonably support the following observations; at type 2 endoleak of the mesenteric artery requiring an embolization, at 31 months a type 2 endoleak of the right lumbar artery and aborted attempt to embolize due to loss of airway during sedation, at 32 months post implant a successful embolization of the artery for the type 2 endoleak, and a dilated superior stent margin of the main body. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, antiplatelet therapy, and patient anatomy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time. There have been no additional adverse events reported for this patient. Correction: device codes were updated to reflected the completed complaint investigation.

Event description:
Additional information received, the patient had a secondary intervention on (B)(6) 2016. An angiogram confirmed the graft had moved downwards in the aorta causing a type 1a endoleak. The physician elected to implant a suprarenal aortic extension to seal the leak. The procedure was successful and there was no endoleak observed at the end of the procedure. The patient was reported as doing well post procedure.